Event description:
On december 11, 2009 the facility's purchaser reported to baxter global technical services that on (B) (6) 2009 one colleague triple channel volumetric infusion pump in which the device will not stay on and turns itself off. The reported condition occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)